Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex a code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months after the implant of a transcatheter aortic valve, paravalvular leak (pvl) of unknown severity was identified. Additional information was received to report the paravalvular leak (pvl) was moderate, and the patient was asymptomatic. An echocardiogram was planned, and the patient will follow-up with the physician in three months to reassess patient symptoms. No patient complications were reported as a result of this event.

Event description:
It was reported that approximately 5 months after the implant of a transcatheter aortic valve, paravalvular leak (pvl) of unknown severity was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.